Event description:
A physician reported that the aspiration did not work during surgery. The procedure type was unknown. The procedure was completed on same day by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9, h.2, h.3, h.6. And h.11. The used pak was visually inspected, and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The small parts tray was returned. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassettes and handpiece without any interference. The returned product was tested using the console with the current software. The product could prime and tune with the ultrasonic handpiece, the 0.9mm aspiration bypass system (abs) tip and returned infusion sleeve successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bags without any interfering. No message code appeared on the screen. No bubble or air leakage was observed from the returned cassettes, manifolds, connectors, and components. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The irrigation and aspiration flow rates were measured and found to be within specifications the returned products passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received; the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).